Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Use of device with aneurysm neck angle greater than 60 degrees and a neck length less than 15 mm is considered off-label per instructions for use.

Manufacturer narrative:
Labeled for single use: reads: no. Should read: yes.

Event description:
Patient implant on (B)(6) 2011 of a 28-16-140bl bifurcated device and a 34 mm aortic extension. Aneurysm reported to measure 13 cm in diameter with a neck measurement of 1 cm at a 90 degree angle (off label). An 11-day post operative follow up revealed a proximal type I endoleak. On (B)(6) 2011, aortic stent was placed which resolved the endoleak.